Manufacturer narrative:
Initial reporter facility name: (B)(6). The reported event was confirmed ¿ manufacturing related. The product had caused the reported failure. Sample has been evaluated and observed that the irrigation eye was not properly punched that might be the cause that water flow out slow from the irrigation eye. No abnormality observed on the drainage lumen. Introduced water into the inflation lumen and the balloon of catheter can be inflated and deflated without difficulties. Introduced water through the drainage funnel and water able to come out from the drainage eye without difficulty. Evaluation found that the water flow out slow from the irrigation eye. Microscopic examination observed that the irrigation eye was not properly punched. Hence, this complaint is confirmed manufacturing related. A potential root cause could be eye punch (eye slug not removed) caused no flow/reduce flow at time placement. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Correction: e. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the foley catheter was inserted, the cuff failed to inflate. The drainage lumen was also clogged and burst upon pumping.

Manufacturer narrative:
The reported event was confirmed-manufacturing related. The product had caused the reported failure. Sample has been evaluated and observed that the irrigation eye was not properly punched that might be the cause that water flow out slow from the irrigation eye. Introduced water into the inflation lumen and the balloon of catheter can be inflated and deflated without difficulties. Evaluation found that the water flow out slow from the irrigation eye. Microscopic examination observed that the irrigation eye was not properly punched. Hence, this complaint is confirmed manufacturing related. A potential root cause could be eye punch (eye slug not removed) caused no flow/reduce flow at time placement. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls are adequate to identify the defect or verify the product integrity. Initial reporter facility name: (B)(6) hospital organization this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the foley catheter was inserted, the cuff failed to inflate. The drainage lumen was also clogged and burst upon pumping.

Event description:
It was reported that after the foley catheter was inserted, the cuff failed to inflate. The drainage lumen was also clogged and burst upon pumping.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.